Manufacturer narrative:
Additional information: the lens remains implanted, therefore it was not returned for evaluation. The surgeon reported fibrosis of capsule. Based on the information provided, we are unable to determine a root cause. Device history records were reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the current information, the specific root cause of the event could no be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 4 months post lens implantation in the right eye, the patient noticed a decrease in vision and the surgeon discovered asymmetric lens vault with inferior haptic moving anterior. The surgeon performed a selective yag capsulotomy to relieve the lens tilt. In the surgeon's opinion fibrosis of the capsule was the likely cause of the event.